Manufacturer narrative:
Evaluation of the returned engine revealed that the housing was not secured properly to the base. During functional testing, a demonstration canister was unable to be seated onto the engine properly. The engine was unable to produce vacuum pressure within specification and no vacuum indicator lights illuminated. The engine housing was opened, and a screw port was observed to be damaged, and a screw was stuck in the port. The root cause of this damage could not be determined; however, the cause of this damage likely contributed to the housing not being secured to the base properly. After securing the engines housing to the base properly, the demonstration canister was able to seat properly on the engine. The engine was then able to produce vacuum pressure within specification and all four vacuum indicator lights illuminated. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra engine (engine) and a penumbra engine canister (canister). During the procedure, the canister was placed onto the engine and then the engine was powered on. However, no vacuum was achieved. It was reported that none of the indicator lights on the engine turned on and that no suction was generated unless the hospital technologist held the canister down; therefore, the engine was disconnected, and the canister was removed from the engine. The procedure was completed using the same canister and a second engine. There was no report of an adverse effect to the patient. After the procedure was successfully completed, the physician attempted to connect another canister to the first engine; however, the canister would not seat properly onto the first engine.